Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the scope communication error (e226) was corrosion on the plug unit and damage to the scope identification, and the most probable root cause of the scope communication error (b30) was a data error of the scope identification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (e226). The issue was found during maintenance. There were no reports of patient involvement.